Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased out of range pacing impedance measurements in the bipolar configuration. Additionally, no capture was seen the day following the initial implant procedure. The lead had reportedly been programmed off as a result. The lead did have sensing and impedance measurements within acceptable limits in the unipolar configuration. A routine upgrade procedure was performed and the lv lead was programmed off in the unipolar configuration, with right ventricular (rv) lead pacing only. No adverse patient effects were reported as a result.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.